Event description:
A customer reported experiencing a high blood glucose event starting on (B)(6) 2025. Cause was not known. The pump was not in use at the time of the call because the customer stopped using insulin on the pump by (B)(6) 2025, switching to multiple daily injections. The highest blood glucose level was reported as "high," but no specific value was provided. To resolve the issue, the customer changed the infusion set and cartridge, administered a corrective injection, and ultimately switched to multiple daily injections after being unable to identify the cause of the high blood glucose. Customer reverted to an alternate form of insulin therapy.